Event description:
It was reported that the left ventricular lead dislodged. The patient demonstrated twiddler's syndrome. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.